Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device failed inspection. The devices atrial channel output tested lower than specification. Also the atrial emergency operation mode output tested lower than specification when the emergency key was pressed. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis culd not confirm the reported event; device passed all incoming functional tests. Analysis found the heart lead flex was shifted a little but still working properly. Upper case is damaged. Battery release, lower case and battery drawer are contaminated. One side bail cover and side bail are missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.